Event description:
It was reported that the patient underwent a bilateral total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2001 due to unknown reasons. The modular head was removed and replaced. Patient underwent a further left hip revision procedure on (B)(6) 2015 due to acetabular deficiency caused by multiple previous acetabular procedures. The acetabular cup, liner, and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Product / lot code / expiration date. Date of implant. PMA/510(k) number. Manufacture date.